Event description:
Reporter alleged the patient arrived to the clinic sick, however, symptoms of patient's condition was not defined. Reporter alleged attempting to test patient's glucose and was unable to obtain a result due to error messages, type not known, which continued for 1/2 hour as the patient continued to appear sicker. Reporter indicated the patient was then sent to the hospital emergency room (ER) where her glucose was in the 770s mg/dl. As a result the customer was reportedly treated with an insulin IV and admitted to the hospital. A request was made for the return of the suspect device and replacement product was sent.